Manufacturer narrative:
One used lf1744 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection found no defects. The device was activated multiple times on porcine kidney samples, pressing the button in various locations on a range of vessel sizes to detect any activation issues. All seal cycles were completed satisfactorily, and a visual seal effect with an end tone was observed for each application. The investigation found the device to function normally and within specifications.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic sleeve gastrectomy, there was bleeding after sealing and cutting with the device. Evidence of sealing was observed, and less than 500cc of blood loss occurred. A new device of the same type was used to continue the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.